Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023, for skin flap reduction surgery due to report of issues maintaining connection with the processor coil. The implanted device remains.